Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a tear on the posterior view and an area of missing material on the posterior view and extending to the anterior view, measuring approximately 0.1 cm and 3.5 x 3.5 cm respectively. Additioanally, a crease/fold was noted within the tear. The evaluation determined that the cause of the tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Regarding the missing material, a microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturers reference number: (B)(4).

Event description:
On february 23, 2021 mentor received two 375cc mentor smooth round moderate plus profile saline breast prostheses that were explanted due to the patient experiencing left breast implant deflation and undergoing bilateral removal on (B)(6) 2020. Upon initial examination of both devices on (B)(6) 2021, it was also found that the right side device was deflated. Several follow-up attempts have been performed to acquire clarification, however, no additional information has been made available. This medwatch form is for the right breast prosthesis. Left side device was reported under mrn: 1645337-2020-16298.